Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable and the patient would continue to be monitored.